Event description:
Related manufacturer reference number: 2017865-2022-09160. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise and the atrial lead was oversensing noise triggering inappropriate auto mode switches. No changes or interventions were reported. There were no patient consequences.

Event description:
New information noted the right ventricular lead was capped and replaced on (B)(6) 2022. Programming changes were implemented to address the atrial lead. The patient was in stable condition before, during, and after the surgery.